Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriately a shock due to noise and oversensing. It was suspected that this was due to air entrapment in the header. Analysis was performed and it was observed that the shock delivered had an impedance of 1 ohm. Afterwards, an alert of high out of range shock impedance measurements was displayed. X-rays were performed in order to address system position which was normal. It was decided to explant and replace this system. This system is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified a hole in the seal plug. During lead insertion, air can gets entrapped and compressed in the lead barrel. There is an arc mark on the pulse generator (pg) case to the right of the "I" in "MRI" on the edge to the pg case. This indicates that a shock was shorted to the pg case. The device not was able to be interrogated. Analysis concluded that this type of damage is likely due to the device delivering a shock with the shocking electrode in close proximity to the pg case. Therefore, the damage is deemed due to the environment outside of the device. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriately a shock due to noise and oversensing. It was suspected that this was due to air entrapment in the header. Analysis was performed and it was observed that the shock delivered had an impedance of 1 ohm. Afterwards, an alert of high out of range shock impedance measurements was displayed. X-rays were performed in order to address system position which was normal. It was decided to explant and replace this system. This system is expected to be returned for analysis. No further adverse patient effects were reported.